Event description:
The x-connector was placed on the rods and an attempt was made to disengage it, but it could not be removed from the rod. The x-connector was removed from the surgical field along with the rods.

Manufacturer narrative:
The device was returned and damage to the locking mechanism was confirmed. Review of the device identified one of the lateral locking cams and cam socket are deformed due to excessive torque and likely malplacement. Locking cams require 180 degree rotation at 40-in lb, if over rotated and or improperly placed lock damage can be incurred. The root cause is considered the result of unintended operator error. No additional investigation required. Manufacturer review: review of the device history records of all devices notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...method of use: please refer to the surgical technique for this device..."